Event description:
More soft plastic to spread around the teeth-better adhesion b/w hard and soft plastic. My dental protector fell apart 1st night (hard plastic split from soft) I did not save the receipt. Please give me my money back for this defective product.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.